Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was suspected to exhibited premature battery depletion (pbd). The device had declared elective replacement indicator (eri) at a routine follow-up. Approximately three months later, the device was found to be at end of life (eol) as unexpected. Revision procedure was performed and the device successfully replaced. Device is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times and the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance.